Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have charring and localized melting at the grip base between the grips likely due to insulation degradation and carbonized tissue creating a conductive pathway. The instrument passed the electrical continuity test. A review of the submitted images was performed by an isi failure analysis engineer and the following additional information was provided: the images of the maryland bipolar forceps instrument identified thermal damage located at the base of the grips with no signs of collision or instrument mishandling based on the photo. No conclusive determination could be made based on the image analysis alone. A review of the instrument log for the maryland bipolar forceps instrument (part# 470172-16, lot# n13200224-0048) associated with this event has been performed. Per the logs, the instrument was last used on the reported event date of (B)(6) 2021 on system (B)(4). The alleged event occurred on the 8th use of the instrument. The instrument has 2 remaining usable lives with no subsequent use recorded. This complaint is reportable due to the following conclusion: it was alleged that the instrument sparked and exhibited signs of thermal damage. Furthermore, failure analysis confirmed the reported thermal damage, which was identified to be between the grips and likely due to carbonized tissue creating a conductive path for the electrical current to travel. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - neck anastomosis surgical procedure, thermal damage on the pulley cover of the maryland bipolar forceps instrument was identified. The user completed the procedure with no further issues reported. No fragment fell inside the patient. There was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the console surgeon. An inspection was conducted prior to use and found no issue. It was stated that a "spark" between the instrument jaws was observed intraoperatively. The console surgeon indicated that the "spark" between the instrument jaws could be due to the accumulation of charring. It was reported that there was no injury to the patient. No backup instrument was used. The maryland bipolar forceps instrument was cleaned intraoperatively and reused. The hospital personnel inspected the instrument after the procedure and confirmed thermal damage on the instrument.